Manufacturer narrative:
Findings: unit received with corroded battery tube and battery cap contact. Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery alarms noted. Unit received with cracked case reservoir tube lip. Unit received with broken battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and low battery alarm. Customer's blood glucose was unknown mg/dl. The customer reported there is crack and damage to battery compartment due to leak of battery fluid. The damage was on back of battery compartment for crack, inside of battery compartment for leak battery fluid. . The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer was unable to troubleshoot for low battery for the pump is being replaced.